Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was having a rapid beeping alarm, which then turned into a no disposable, clamp tubing alarm. The patient switched to another pump where the alarm persisted. The patient mixed a new cassette; then the pump ran without any alarms. There was no patient injury reported.